Event description:
The customer reported that the burette chamber of the clearlink buretrol solution set cracked when priming. The nurse was attempting to prime with the chemotherapy drug cytoxin by squeezing the burette chamber of the product, and it cracked lengthwise. There was about 60ml in the burette chamber when it cracked. The crack caused the chemo drug to spray onto the patient and the patient's parents. The condition of the patient and the patient's parents is unknown. The customer has been informed by the baxter sales representative (bsr), during an onsite visit on 07/29/2010, that per the label copy, the drip chamber should be squeezed to prime and not the burette chamber. Per the customer, squeezing the burette chamber to prime is common practice at their facility. The bsr reviewed the label copy with the customer and requested only the drip chamber be squeezed. No additional information is available.

Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a malfunction of screen froze, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown.no additional information is available.

Event description:
The user received a questionable iga result for one patient sample. The initial result was 43.42 g/l with a data flag. The sample was automatically repeated by the analyzer and gave a repeat result of 0.42 g/l. Due to the difference in the results, the user repeated the sample with a manual dilution and received a result of 71.8 g/l. A result of 83 g/l with a data flag was generated from a 1:100 dilution and was reported outside the laboratory. The patient was not adversely affected. The iga reagent lot number was 630098.

Manufacturer narrative:
(B) (4)the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition of "screen froze" was confirmed and duplicated. The assignable cause was damaged uim pcb (user interface module printed circuit board). The uim pcb was replaced.the user interface module master software version is 5.04.00, categorized as unremediated.